Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device released more than one rubber band per step. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone:(B)(6) block h6: device code 1484 captures the reportable event of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot; however, it was bent in several locations. A crimp was present on the tripwire. It was possible to observe that the suture was returned cut and was attached to the trip wire. Further analysis noted that the evidence of a suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, there were three bands attached on the ligator head and it was obseved damaged. It was noticed that the ligator head teeth were damaged, but the suture hole did not have any visual damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal band ligation procedure performed on(B)(6), 2020. According to the complainant, during the procedure, the device released more than one rubber band per step. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.